Event description:
Customer reported that the insulin pump is nonresponsive. Customer's last blood glucose reading is unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.